Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, the patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After one day, the patient experienced increasing abdominal pain. The duopa treatment was temporarily stopped. The abdominal x ray indicated free gas in the abdomen. The patient was diagnosed to have peritonitis and was started on unknown antibiotic medication on (B)(6) 2017. Patient was given pain medication and IV fluids and kept nothing by mouth. Report indicated that the patient was recovered and duopa treatment was restarted.